Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 53. Ams intexen-porcine dermis - 53 - attachment: [procodewise summary report -pai - april 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. The device remains implanted. No further complications have been reported in relation to this event.